Manufacturer narrative:
H10: manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. Investigation summary: a sample evaluation could not be performed, as the device was not returned. Therefore, the report of catheter migration cannot be confirmed. Although a definitive root cause of the catheter migration could not be determined, the catheter lock being backwards or misaligned, or the catheter being kinked or mushroomed, as connected, could have potentially caused or contributed to the reported event. It is unknown if patient or procedural factors contributed to the event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 05/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that chest x-ray demonstrated the catheter had allegedly migrated. It was further reported that the catheter was removed and new device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Medical device - expiration date: 05/2023.

Event description:
It was reported that chest x-ray demonstrated the catheter had allegedly migrated. It was further reported that the catheter was removed and new device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that chest x-ray demonstrated the catheter had allegedly migrated. It was further reported that the catheter was removed and new device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review - the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary - one MRI low-profile port, cath-lock and catheter were returned for evaluation. Visual, microscopic, dimensional and functional testing were performed. A manufacturing evaluation of the sample evaluation photos and measurements were performed. Sample appeared to have residue. Gross examination of the port body showed multiple puncture access of the port septum. Tool damage was noted to the cath-lock. Cath-lock induced rings were noted to the proximal end of the catheter segment. In functional testing, the port body was patent to infusion and aspiration without issue. Similarly, an in-house syringe was attached to the proximal end of the catheter segment which was patent to infusion and aspiration. Excess blood was exiting the catheter upon infusion. Complaint due to ¿port catheter detached and migrated¿ was confirmed. According to the photo evaluation and gross visual, microscopic visual, measurements taken, and functional testing performed the following was concluded: the outer diameter of port stem was found to be below of specification limits. The inner diameter of the cath-lock was found to be above of specification limits. These conditions may have been potentially caused the reported event in this complaint. The investigation is confirmed for the port stem outer diameter and cath-lock inner diameter measurements being out of tolerance. However, the investigation is inconclusive for catheter migrated into the intracardiac cavities as the reported event cannot be replicated. The findings from the investigation conducted by the supplier using representative samples were inconclusive as to whether supplier related factors caused or contributed to the dimensions of the port stem and cath-lock returned with the sample being outside of specifications. The port stem and cath-lock dimensions being outside of specifications could have potentially affected mechanical interactions between the port stem, catheter, and cath lock and could have potentially caused or contributed to the reported catheter migration. Compressive stress applied to the cath-lock and port stem while connecting the catheter to the port, and exposure to high heat during shipping/storage could have potentially caused or contributed to slight deformation in the port stem and cath-lock which may have caused or contributed to the observed out of specification dimensions. However, since the port stem and cathlock dimensions being outside of specification could not be traced to a specific cause, the cause of the observed out-of-specification dimensions is unknown. Labeling review - a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 05/2023),g4, h6(method: 4102 - testing of device from other lot/batch retained by manufacturer) h11: h2, h6(result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: per the complaint history report, this is the fourth complaint reported for this lot number. A DHR review is required. However, this is the first complaint involved with this specific issue for this lot number. Based upon the severity level and lot quantity, the number of events is not above the aql threshold. Per the manufacturing site, the lot did not meet all release criteria. Investigation summary: one MRI low-profile port, cath-lock and catheter was returned for evaluation. Visual, microscopic, dimensional and functional testing were performed. A manufacturing evaluation of the sample evaluation photos and measurements were performed. Sample appeared to have residue. Gross examination of the port body showed multiple puncture access of the port septum. Tool damage was noted to the cath-lock. Cath-lock induced rings were noted to the proximal end of the catheter segment. In functional testing, the port body was patent to infusion and aspiration without issue. Similarly, an in-house syringe was attached to the proximal end of the catheter segment which was patent to infusion and aspiration. Excess blood was exiting the catheter upon infusion. Complaint due to ¿port catheter detached and migrated¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual, measurements taken, and functional testing performed at bdpi lab the following was concluded: the outer diameter of port stem was found to be below of specification limits. The inner diameter of the cath-lock was found to be above of specification limits. These conditions may have been potentially caused the reported event in this complaint. Therefore, the cause of this condition is supplier related. Therefore, the investigation is confirmed for the port stem outer diameter and cath-lock inner diameter measurements being out of tolerance. However, the investigation is inconclusive for catheter migrated into the intracardiac cavities as the reported event cannot be replicated. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 05/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that chest x-ray demonstrated the catheter had allegedly migrated. It was further reported that the catheter was removed and new device was used to complete the procedure. There was no reported patient injury.